Event description:
The customer reported that 12, 840 ventilators stopped cycling on a pt. These incidents occurred over the last six months but were just reported to us. No pt harm or injury as a result of these events. No add¿l info could be obtained as customer did not track which ventilators were used on which pts.

Manufacturer narrative:
It has been recommended to customer to track and report incidents as they happen.